Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 08/14/2012-device evaluation: the pump has been returned and evaluated by product analysis on 07/18/2012 with the following findings: a review of the total daily dose history from (B)(6) 2012 to the end of pump use on 05/30/2012 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a faded/discolored display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012, the patient experienced the symptoms of shaking and weakness. Emergency services were contacted. Paramedics arrived at 7:00 pm and tested the patient's blood glucose level to be 14 mg/dl. The patient was treated with glucose gel and food, and her subsequent reading was 72 mg/dl. The patient refused to be transported to the emergency room. The patient reported that she received no unintended dose of insulin. Troubleshooting revealed all pump settings, programming, date/time were correct, and all total basal/bolus doses given correctly matched those given. There were no issues seen with the infusion set or infusion site. There was no evidence the pump was not accurately and correctly delivering insulin. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hypoglycemia while using the pump, and received emergency medical attention and treatment with glucose, this complaint is being reported.